Event description:
From staff: patient here for an induction. Rn was starting IV with 18g needle, needle did not retract as it should have, leading to bleeding out of the cannula onto the floor and rn leg. Lot # 5051384. The information provided on the device is from a "like" device as the device involved in the event was discarded by staff.